Event description:
Customer's bg is 292 mg/dl. Blood glucose treated with pump. Details of complaint: sensor glucose and blood glucose are reading off after 2 days. Customer reported being hospitalized due to an infection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.